Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the infusion set tubing came apart. The customer reported that the quick release on the infusion set detached. The customer's blood glucose was 420 mg/dl at the time of incident. The insulin pump will not be returned for analysis.